Event description:
The physician was attempting to deliver an integrity rapid exchange (rx) stent to the proximal cx , which was reported to be extremely tortuous. Pre dilatation had been carried out with 20% stenosis remaining. During the attempt to cross lesion and also navigate from left main to cx the stent displaced onto the delivery catheter. The physician has indicated that the lesion was at an extreme angle and that he used force to try to advance the device. The stent was not deployed in the patient. No other clinical sequelae reported. Device evaluation: the stent was not provided for evaluation. Crimp impressions were not visible on the balloon as it appeared to have been inflated. There was evidence of residue in the balloon and inflation lumen. The hypotube was kinked immediately distal to the strain relief.

Manufacturer narrative:
Results: inherent risk of procedure - failure to deliver the stent. Failure to follow instructions - extreme force was used in an attempt to advance the stent. Patient's condition affected effectiveness of device-patient vessel/lesion morphology, extremely tortuous vessel. Conclusion: device failure/lack of effectiveness related to patient condition - extremely tortuous vessel. User error contributed to event - force was used in an attempt to advance the stent. (B)(4).